Manufacturer narrative:
The device will not been returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent graft, a vela suprarenal and a limb stent graft, treating an ectatic left common iliac artery with successful seal obtained. The follow-up computerized tomography performed on (B)(6) 2017, found a type 1b from the left common due to enlargement of the left common iliac. On (B)(6) 2017, a secondary procedure was performed and an afx limb stent graft and an ovation iliac limb were implanted. A seal was achieved. Patient was asymptomatic. No explant was performed. Patient's condition excellent post procedure.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed that on (B)(6) 2017, the type ib endoleak of the left common iliac. On (B)(6) 2017, a secondary endovascular procedure was unsuccessful patient and went on to an open repair three weeks later. Clinical evaluation refuted the initially reported successful secondary endovascular procedure resolving type ib endoleak on (B)(6) 2017. Additional clinical evaluation findings were that during the required an open repair three weeks post unsuccessful secondary procedure, the patient experienced procedure related harms including abnormal blood loss of 5 liters, respiratory failure, and a prolonged hospital stay. The most likely cause of the distal loss of seal was the off label iliac anatomy and the suboptimal position of the stent within an aneurysmal vessel. Procedure related harms included abnormal blood loss, hypotension, respiratory failure and a prolonged hospital stay. The patient was discharged home on the tenth post-operative day home in stable condition. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Subsequent to the initial submission, additional information has been received. It was confirmed that the devices used during the secondary procedure were not implanted as the devices would not pass up and over either afx or ovation limb (implanted (B)(6) 2016), the procedure was aborted. An open repair of the left common iliac artery was performed on (B)(6) 2017. Patient was discharged home on (B)(6) 2017. There has been no patient sequelae reported at this time.